Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has had increased seizures. They noted that their current device has not worked like their previous one because they are having more seizures. Patient was previously programmed to higher settings with their previous battery. It was thought that the device was programmed lower after the battery replacement, and never titrated back up to previous settings. However, this thought has not been confirmed by a physician. Their settings were later increased and patient was able to perceive stimulation again. The patient physician later reported that the seizure level is above pre-vns baseline levels. The increased seizures and stimulation not perceived are due to the device not being programmed to therapeutic levels. No other relevant information has been received to date.